Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-apr-2026, a sales representative reported via (B)(4) that an ar-3670 fibertak biceps implant system drill became stuck in the drill guide during use. This issue occurred during a distal biceps repair procedure performed on (B)(6) 2026. No harm to the patient was reported. A new drill guide was opened, and the procedure was completed without further issue. Additional information was received on 04-may-2026: it was reported that the surgeon drilled into the patient¿s bone and, upon fully withdrawing the drill from the patient, the drill guide remained stuck on the drill and could not be removed. The issue occurred outside of the patient. The case was completed using the drill included in the ar-3670 fibertak biceps implant system kit. There was no delay to the procedure, and no additional anesthesia was administered to the patient.